Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that a cartridge alarm (alarm 1) occurred, an occlusion alarm occurred, and an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 150-215 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.